Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there has been a steady rise in impedance on this lead, beginning in late (B)(6) 2019. Noise can be seen on the far field iegm. Full follow up was requested, lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.